Event description:
In 2006, the lay user/patient contacted lifescan alleging that his one touch ultra was reading "different" from his doctor's meter and was displaying the "error 2 and error 4" messages. The medical affairs specialist (mas) spoke with the patient on august 30, 2006 to obtain/verify the following information. The patient stated that he started to feel weak, perspiring, sleepy and urinating "a little before" he started to use the meter in one month earlier. The patient was testing blood glucose 4 times a day and taking 70/30 insulin as prescribed. He did not become concerned with the meter readings and his symptoms until a week later when he was unable to test due to the error messages. On multiple days (unspecified dates/times), the patient was getting fasting results between "110-150 mg/dl," which were "low" to him, so he decreased his morning insulin dosage from 15 to 10 units. On an unspecified day in the afternoon, the patient became very tired and got error messages while attempting to use his. Since he was aware that he was "high," he increased his afternoon insulin dosage from 10 to 20 units; he reported feeling better after taking the insulin. On original date and the day before, the patient went to the doctor because he was worried about his symptoms. The patient reported a blood glucose result of "236 mg/dl" on the first visit and "253 mg/dl" on the second visit, which were obtained on the doctor's one touch ultra meter. The patient was treated with 20 units of 70/30 insulin at both doctor's visits and was advised to call lifescan to troubleshoot the meter. In the morning of original date, the patient obtained a "136 mg/dl" on his meter and did not have any symptoms. At an unknown time later, he retested while feeling tired and obtained "140 and 145 mg/dl." The times of the meter reading were not specified and the patient was unable to specify what he did after obtaining the "136 mg/dl" reading. The customer care advocate (cca) verified that the patient was using the correct testing technique. The cca walked the patient through troubleshooting and was able to resolve the error message. The patient obtained a "191 mg/dl" over the phone with the cca with a different bottle of test strips. This complaint is being reported because the patient perceived his meter readings to be "low" and had symptoms that may have correlated with his blood glucose results. Additionally, the patient received insulin from his physician. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescn will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.